Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys anti-sars-cov-2 s (anti-sars-cov-2 s) on a cobas e 411 immunoassay analyzer. The initial result using a 1:10 dilution was < 4 u/ml. This result was reported outside of the laboratory where it was questioned by the doctor who requested repeat testing. On (B)(6) 2022 the sample was repeated with a 1:10 dilution and a 1:100 dilution with results of 1593 u/ml with a data flag and 1808 u/ml with a data flag respectively. The anti-sars-cov-2 s reagent lot number was 59166501 with an expiration date of 30-jun-2022.

Manufacturer narrative:
(B)(6). The customer¿s qc on 13-sep-2022 was within the specified ranges. The customer was using an expired reagent at the time of the event. Per product labeling, the reagent is stable "up to the stated expiration date." The investigation did not identify a product problem. The root cause of the event could not be determined.